Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebral spinal fluid (csf) leak occurred during the patient's drg system implant surgery. Reportedly, the csf leak occurred while implanting the lead at the left l2. A blood patch was not performed and the patient was advised to hydrate and rest. No further information was available at this time.